Event description:
It was reported that the customer was hospitalized for low blood glucose levels and seizures. The customer did not know the blood glucose reading. He stated that he had given himself insulin but his blood glucose was too low, leading to a seizure. He stated that he did not have a glucometer that day, noting that he was walking up a flight of stairs when he went into seizure. He reported that he "busted [his] head open." He was treated upon admittance to the hospital and was told, after an x-ray was taken, that no significant damage had been done. He was treated for the head injury and released. He stated that he was wearing the insulin pump at the time of hospitalization but that it was suspended from insulin delivery. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.